Event description:
On 09/16/2025, the user reported experiencing hyperglycemia with a blood glucose (bg) of 370 mg/dl. The user administered a manual insulin injection approximately 15 minutes prior and was advised to disconnect from the pump to avoid double dosing and reconnect after two hours. Bg levels were noted to be decreasing. The event resolved without hospitalization, and no long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.